Event description:
It was reported that during the blood vessel treatment of the renal artery and vein for a robotic laparoscopic radical nephrectomy p rocedure, the wire of the monopolar curved shears broke with a snapping sound. The tip of the monopolar curved shears was directed towards the inferior vena cava (ivc) and came into contact with it, but no bleeding occurred. The monopolar curved shears was confirmed to be an older model, so it was replaced with a new model and the surgery continued. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), h4 h3) evaluation summary: medtronic led an evaluation of the reported monopolar curved shears, the associated device logs and provided images. Two images were received for evaluation. One image showed a monopolar curved shears with the jaws closed and positioned to a side with broken and frayed wires coming out. One image showed the label of the monopolar curved shears with the serial number that matched what was reported. Evaluation of the logs showed that the monopolar curved shears was connected to a sterile interface module that was attached to arm cart assembly 4. The use time of the monopolar curved shears was forty-one minutes with a use count of one. There was an error code for an instance of a difference in commanded and actual jaw angles. The error code is a subsystem inoperable error and would be why the instrument could not be moved. When the error code is triggered, the instrument drive unit software commands an off state to all motors, while in position control. The error code also triggers an alarm message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damage noted to the jaws. Drive cable 3 was broken. Functionally, the jaws were not manipulated due to the observed drive cable damage. Electrical testing was performed and the monopolar curved shears were read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause is understood to be a design issue. The o bserved cable damage was determined to be the result of an incorrect reliability test method, which prevented the monopolar curved shears from being designed to be durable enough for the intended use. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical nephrectomy while treating the blood vessels of the renal artery and vein, the wire of the monopolar curved shears (mcs) broke with a snapping sound. The tip of the shears was directed towards the inferior vena cava (ivc) and came into contact with it, but no bleeding occurred. The mcs was confirmed to be an older model, so it was replaced with a new model and the surgery continued. There was no patient injury.